Event description:
A customer reported that an antibody screen in 2006 was negative with 0.8% selectogen lot 8s703, however post transfusion anti-kell was identified. Antibody screens performed in 2006, 5 days later and five days after were negative. The pt was transfused with 3 units of packed red blood cells between the event date and 10 days after. Approximately 2 weeks post-transfusion, testing of pt's sample with 8s703 was positive and anti-kell was identified. Pt was dat positive and an eluate test was performed, however no antibodies were detected in the eluate.